Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 115 to 130 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 04/21/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 281mg/dl (B)(6) 2015 12:55pm, 281mg/dl (B)(6) 2015 05:00pm, 173mg/dl (B)(6) 2015 09:10pm, 132mg/dl (B)(6) 2015 08:25am, 224mg/dl (B)(6) 2015 12:55pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 115 to 130 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 04/21/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.